Event description:
It was reported that pocket erosion was observed with this patient about two months post implant. The device was explanted and replaced with the same model. No additional adverse patient effects were reported.